Manufacturer narrative:
DHR review for batch #7118852 (p/n 302995): manufacturing date: 5/9/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7118852 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Five sub-assembly batches contributed to the packaging batch 7118852 and were manufactured 5/9/17 ¿ 5/11/17. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. A total of 60 silicone weight tests were performed during the manufacture of those batches, all with results within the acceptable range. No related non-conformances were documented during the manufacture of the five sub-assembly batches. One 10ml syringe in an opened package and one loose 10ml syringe were received by bd canaan and confirmed to be from batch #7118852 (p/n 302995). The samples were visually evaluated. The syringe in the package was observed to have light silicone presence visible on the inside of the syringe. The silicone was not stringing nor pooling. The amount present was normal per specification. The loose 10ml syringe was observed to have excessive silicone presence on the inside of the syringe. The silicone was stringing from the syringe roof to the stopper. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. N/a for level a investigation.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a lubricating jelly was found between the tip of the syringe and the black plunger of a bd syringe 10ml luer-lok¿ tip. This was observed before use with no report of serious injury or medical interventions.